Event description:
It was reported that the zimmer electric dermatome was not working. Additional clinical follow up with the customer indicated that they were not informed of any patient injury or extended procedure time, and would have been if there had been an issue. The device was replaced with an alternate device for use during the procedure, as the hospital has multiple dermatomes available at the facility. No information was provided regarding what was specifically meant by the device was not working.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/21/2011 and has no repair history at zimmer surgical. Evaluation of the device observed lubrication underneath the thickness control lever and along the range of motion of the slide switch. The motor ran slowly upon initial power up, but no longer operated after power to the device was cycled. Prior to repair, the device was outside calibration specifications at the zero thickness setting on both the left and right sides and the side to side calibration specification. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.